Manufacturer narrative:
The pump was received with a cracked resrevoir tube lip, minor scratches on the display window, and loose/shifted end cap sticker. The drive support disk was inspected, and no damage was noted.

Event description:
It was reported that the customer had high blood glucose levels of 17.3 mmol/l. It was reported that the bumper on the bottom of the insulin pump was coming off. It was also reported that the drive support cap of the insulin pump was indented. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.